Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted; and on (B)(6) 2006, mesh were implanted. It was reported that patient underwent mesh removal at time of implantation of mesh due to exposure of mesh. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2006 and meshes were respectively implanted. No other clarifying information provided. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.